Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the black box showed no power on reset events. No damage was found to the battery compartment. No moisture/corrosion was observed in the battery compartment. The returned battery cap had a worn top. The returned battery cap was able to fully attach to the pump and was used to complete 24 hour duration testing. The alleged intermittent power issue was not duplicated during this time. The allegation of difficulty removing the battery cap was duplicated due to the worn top. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the patient was unable to remove the battery cap from the pump. It was also noted that there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.